Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 77 mg/dl at the time of the incident. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 40 mg/dl. The suspend on low limit in sensor settings was 75 mg/dl. The blood glucose value associated with the triggered suspend event was 77 mg/dl. The customer reported that the difference was occurring with the current sensor. The customer reported the difference occurred with the current sensor. The sensor will not be returned for analysis.